Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose four months prior to the call, with blood glucose of 22 mg/dl at the time of the incident. The customer was at 84 mg/dl at the time of the call. The customer did not mention how they were treated. The customer had symptoms such as feeling weak and groggy. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The caller stated the customer fell into a bath tub and paramedics had a hard time taking them out of the tub. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay scratched, missing display window cover and minor scratched lcd window.